Manufacturer narrative:
(B)(4). Batch # m9164k. The analysis results of the el5ml device found that it was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed two scissored clips and then one conforming clip was fed and formed; in addition, the device locked out as intended. No conclusion could be reached as to what may have caused the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a live laparoscopic donor nephrectomy procedure, there were scissored clips. Case completed with another device of the same product code. There were no patient consequences reported.